Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, h11. Corrected fields: b5, h8. The device was returned to olympus for inspection and the reported failure was partially confirmed as one light was 30% out. In addition, the following reportable malfunctions were identified during the device evaluation: melted distal end cover. A definitive root cause for the image event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. A definitive root cause for the melted distal end cover could not be identified. Based on the results of the investigation, the most likely cause was also not established. The image event can be detected/prevented by following the instructions for use which state: instruction manual of cf-h180al. 4. Operation warning ¿if an abnormal endoscopic image appears or an abnormal function occurs but quickly corrects itself, the endoscope may have malfunctioned. In this case, stop using the endoscope because the irregularity can occur again and the endoscope may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope while viewing the endoscopic image". Page 72. 4.1 insertion warning "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector" page 81. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was a colonovideoscope.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not capturing photos. The event occurred during a colonoscopy and the procedure was completed using a similar device. There were no reports of patient harm.